Event description:
Patient reported "difficulty concentrating, rash on my skin, capsular contracture, breast is visibly deformed, intense pain and burning in my breasts for a year." Patient also reported "headaches, extreme tiredness, fatigue, chronic spontaneous urticaria, cold intolerance, weight gain, sometimes I feel mentally confused (I can't remember what I was doing)", not device related. Healthcare professional later reported capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/02/2025.

Event description:
Patient reported "difficulty concentrating, rash on my skin, capsular contracture, breast is visibly deformed, intense pain and burning in my breasts for a year." Patient also reported "headaches, extreme tiredness, fatigue, chronic spontaneous urticaria, cold intolerance, weight gain, sometimes I feel mentally confused (I can't remember what I was doing)", not device related. Healthcare professional later reported left side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Patient reported "difficulty concentrating, rash on my skin, capsular contracture, breast is visibly deformed, intense pain and burning in my breasts for a year." Patient also reported "headaches, extreme tiredness, fatigue, chronic spontaneous urticaria, cold intolerance, weight gain, sometimes I feel mentally confused (I can't remember what I was doing)", not device related. Healthcare professional later reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 1/3/2025.

Event description:
Patient reported "difficulty concentrating, rash on my skin, capsular contracture, breast is visibly deformed, intense pain and burning in my breasts for a year." Patient also reported "headaches, extreme tiredness, fatigue, chronic spontaneous urticaria, cold intolerance, weight gain, sometimes I feel mentally confused (I can't remember what I was doing)", not device related. Healthcare professional later reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5